Event description:
Boston scientific received information that one day post-implant, the right ventricular lead was noting shocking impedance measurements greater than 125 ohms. Normal measurements were taken when the lead was in distal to can configuration. The physician noted a slight bend in one of the terminal ends of the lead, but connected it anyway. This bend could not be verified by x-ray, therefore no surgical intervention will be taken at this time. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was subsequently explanted and returned for analysis. No adverse patient effects were reported.